Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled. Functional testing involved delivery accuracy testing. The pump was found to be out of the in-house specification of +/- 6%. The expulsor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received regarding a cadd solis hpca pumps. It was reported that the pump was outside of +/- -6 variability. It is unknown if there was patient involvement. No further information is available.